Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) alarm situation check patient line, which occurred during initial drain. The technical service representative (tsr) had the nurse pull up on lines coming out of cassette door. The nurse stated that they were working to resolve the alarm for awhile, and he even ended therapy and went back through setup. He did this with the same supplies with the home patient connected. The clamp was closed on the patient line, so the nurse didn't feel it was an issue. The tsr explained that you cannot go back through setup with same supplies or with the patient connected. The tsr advised nurse to setup with new supplies. The patient was involved but there was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. The label review found the labeling adequate for the use error in this complaint. The problem was confirmed and the cause was undetermined.